Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -2.25 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).